Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pruritus ('pruritus') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2013, the patient experienced pruritus (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain") and asthenia ("asthenia"), 3 years after insertion of essure. The patient was treated with surgery (bilateral laparoscopic salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pruritus, musculoskeletal pain and asthenia had resolved. The reporter considered asthenia, musculoskeletal pain and pruritus to be related to essure. The reporter commented: bilateral laparoscopic salpingectomy to remove essure implants at patient's request (not for medical reasons) following the onset of joint and muscle pain, pruritus, and asthenia.complete resolution of events. Events had completely resolved six or more months after the essure removal. Reporter consider that essure contributed to the onset of the event(s) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pruritus ('pruritus') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2013, the patient experienced pruritus (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain") and asthenia ("asthenia"), 3 years after insertion of essure. The patient was treated with surgery (bilateral laparoscopic salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pruritus, musculoskeletal pain and asthenia had resolved. The reporter considered asthenia, musculoskeletal pain and pruritus to be related to essure. The reporter commented: bilateral laparoscopic salpingectomy to remove essure implants at patient's request (not for medical reasons) following the onset of joint and muscle pain, pruritus, and asthenia.complete resolution of events. Events had completely resolved six or more months after the essure removal. Reporter consider that essure contributed to the onset of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.